Event description:
Additional information was received from a manufacturer representative (rep) clarifying that on (B)(6) 2024, during the explant procedure, an impedance test was performed with the external stimulator and all of the impedances of the lead were good, so thus the clinical team decided to continue with changing out the implant. With the implantation of the new implantable neurostimulator (ins), the issue has been resolved. The rep stated they would work with the pharmacy to locate the implant in order to complete the return of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomaly. The ins was not in new condition. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient noticed a loss of effectiveness of their therapy following a fall on his box, he was received at the healthcare provider (hcp) for an investigation consultation which revealed high impedance values and an unpleasant feeling of the therapy, which justified a further investigation in the operating room. This showed that the impedances returned to normal after testing on an external test stimulator, this motivated the trial on a new implanted neurostimulator (ins) which again showed correct impedances, and which was therefore permanently implanted in place of the one we received at the pharmacy. Unknown if the issue has resolved.

Manufacturer narrative:
H3: the ins was returned, but analysis has not yet been completed. An updated report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.